Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: synergy, mr, ous 2.25 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found damage to the stent. Stent strut row 1 from the proximal end was lifted and pulled distally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-feb-2019. It was reported that crossing difficulties were encountered. A 2.25 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.